Event description:
It was reported via repair work order that the nurse call was not functioning due to the cable being pulled out of the connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.